Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general. Abnormal. Bleeding,abnormal bleeding (general)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, hot flashes, menometrorrhagia, stress urinary incontinence, menses irregular, epilepsy, diabetes, arthritis, irritable bowel syndrome, genital herpes, heart disease, unspecified, lupus erythematosus, renal disease, oral herpes, sexually transmitted disease, appendectomy, cholecystectomy, cesarean section, breast prosthesis implantation and abdominoplasty. On an unknown date patient underwent essure confirmation test: dye test. Result: total bilateral occlusion. Previously administered products included for an unreported indication: topamax. Concurrent conditions included overweight. Concomitant products included caffeine;paracetamol (excedrin) since 2002, ethinylestradiol;ferrous fumarate;norethisterone acetate (blisovi 24 fe), fluticasone propionate;salmeterol xinafoate (advair) since 2002, medroxyprogesterone acetate (depo provera), montelukast since 2002, salbutamol (albuterol) since 2002 and topiramate (topamax) from 2006 to 2014. On (B)(6) 2004, the patient had essure (ess205) inserted. In 2005, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2006, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches") and vaginal discharge ("vaginal discharge"). In (B)(6) 2006, the patient experienced heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding(menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2007, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2007, the patient experienced headache ("location of pain: head"). In (B)(6) 2007, the patient experienced fatigue ("fatigue"). In (B)(6) 2008, the patient was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient was found to have uterine leiomyoma ("fibroids"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("pain: back"), intermenstrual bleeding ("metorhagia (bleeding b/w periods)"), anaemia ("anemia"), abdominal pain ("abdominal pain") and incontinence ("incontinence"). The patient was treated with phentermine and vitamin d nos (vitamin d). Essure (ess205) treatment was not changed. At the time of the report, the genital haemorrhage, dysmenorrhoea, back pain, heavy menstrual bleeding, intermenstrual bleeding, anaemia, vaginal haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, vaginal discharge, fatigue, weight increased, headache, abdominal pain, uterine leiomyoma, incontinence and dyspareunia outcome was unknown. The reporter considered abdominal pain, anaemia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, heavy menstrual bleeding, incontinence, intermenstrual bleeding, migraine, urinary tract disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: patient had received treatment for dysmenorrhea (cramping) and pain: back. Anticipated or scheduled date for essure removal: between (B)(6) 2019 and (B)(6) 2020. Current weight as of (B)(6) 2019: 220 lbs. Approximate weight at the time of essure placement 160 lbs. Discrepancy noted: date(s) of insertion: (B)(6) 2006. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: satisfactory placement of tubal coils within the fallopian tube. Total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 28-apr-2021: pif received: rcc note updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general. Abnormal. Bleeding,abnormal bleeding (general)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, hot flashes, menometrorrhagia, stress urinary incontinence, menses irregular, epilepsy, diabetes, arthritis, irritable bowel syndrome, genital herpes, heart disease, unspecified, lupus erythematosus, renal disease, oral herpes, sexually transmitted disease, appendectomy, cholecystectomy, cesarean section, breast prosthesis implantation and abdominoplasty. On an unknown date patient underwent essure confirmation test: dye test. Result: total bilateral occlusion. Concurrent conditions included overweight. Concomitant products included caffeine;paracetamol (excedrin) since 2002, fluticasone propionate;salmeterol xinafoate (advair) since 2002, montelukast since 2002, salbutamol (albuterol) since 2002 and topiramate (topamax) from 2006 to 2014. On (B)(6) 2004, the patient had essure (ess205) inserted. In 2005, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2006, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches") and vaginal discharge ("vaginal discharge"). In (B)(6) 2006, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding(menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2007, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2007, the patient experienced headache ("location of pain: head"). In (B)(6) 2007, the patient experienced fatigue ("fatigue"). In (B)(6) 2008, the patient was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient was found to have uterine leiomyoma ("fibroids"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("pain: back"), metrorrhagia ("metorhagia (bleeding b/w periods)"), anaemia ("anemia"), abdominal pain ("abdominal pain") and incontinence ("incontinence"). The patient was treated with phentermine and vitamin d nos (vitamin d). Essure (ess205) treatment was not changed. At the time of the report, the genital haemorrhage, dysmenorrhoea, back pain, menorrhagia, metrorrhagia, anaemia, vaginal haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, vaginal discharge, fatigue, weight increased, headache, abdominal pain, uterine leiomyoma, incontinence and dyspareunia outcome was unknown. The reporter considered abdominal pain, anaemia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, incontinence, menorrhagia, metrorrhagia, migraine, urinary tract disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: patient had received treatment for dysmenorrhea (cramping) and pain: back. Anticipated or scheduled date for essure removal: between (B)(6) 2019 and (B)(6) 2020. Current weight as of (B)(6) 2019: 220 lbs. Approximate weight at the time of essure placement 160 lbs. Discrepancy noted: date(s) of insertion: (B)(6) 2006. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram: on (B)(6) 2006: satisfactory placement of tubal coils within the fallopian tube.total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jan-2021: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general. Abnormal. Bleeding,abnormal bleeding (general)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on an unknown date patient underwent essure confirmation test: dye test. Result: total bilateral occlusion. Concurrent conditions included overweight. Concomitant products included caffeine;paracetamol (excedrin) since 2002, fluticasone propionate;salmeterol xinafoate (advair) since 2002, montelukast since 2002, salbutamol (albuterol) since 2002 and topiramate (topamax) from 2006 to 2014. On (B)(6) 2004, the patient had essure (ess205) inserted. In 2005, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding(menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2006, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In 2007, the patient was found to have weight increased ("weight gain") and experienced headache ("location of pain: head"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("pain: back"), metrorrhagia ("metorhagia (bleeding b/w periods)"), anaemia ("anemia"), abdominal pain ("abdominal pain") and incontinence ("incontinence") and was found to have uterine leiomyoma ("fibroids"). Essure (ess205) treatment was not changed. At the time of the report, the genital haemorrhage, dysmenorrhoea, back pain, menorrhagia, metrorrhagia, anaemia, vaginal haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, vaginal discharge, fatigue, weight increased, headache, abdominal pain, uterine leiomyoma and incontinence outcome was unknown. The reporter considered abdominal pain, anaemia, back pain, bladder disorder, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, headache, incontinence, menorrhagia, metrorrhagia, migraine, urinary tract disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: patient had received treatment for dysmenorrhea (cramping) and pain: back. Anticipated or scheduled date for essure removal: between (B)(6) 2019 and (B)(6) 2020. Current weight as of (B)(6) 2019: 220 lbs. Approximate weight at the time of essure placement 160 lbs. Discrepancy noted: date(s) of insertion: (B)(6) 2006 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: satisfactory placement of tubal coils within the fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-mar-2020: pfs received. Event: incontinence were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general. Abnormal. Bleeding,abnormal bleeding (general)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, hot flashes, menometrorrhagia, stress urinary incontinence, menses irregular, epilepsy, diabetes, arthritis, irritable bowel, genital herpes, heart disease, unspecified, lupus erythematosus, renal disease, oral herpes, sexually transmitted disease nos, appendectomy, cholecystectomy, cesarean section, breast prosthesis implantation and abdominoplasty. On an unknown date patient underwent essure confirmation test: dye test. Result: total bilateral occlusion. Concurrent conditions included overweight. Concomitant products included caffeine;paracetamol (excedrin) since 2002, fluticasone propionate;salmeterol xinafoate (advair) since 2002, montelukast since 2002, salbutamol (albuterol) since 2002 and topiramate (topamax) from 2006 to 2014. On (B)(6) 2004, the patient had essure (ess205) inserted. In 2005, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2006, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches") and vaginal discharge ("vaginal discharge"). In (B)(6) 2006, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding(menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2007, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2007, the patient experienced headache ("location of pain: head"). In (B)(6) 2007, the patient experienced fatigue ("fatigue"). In (B)(6) 2008, the patient was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient was found to have uterine leiomyoma ("fibroids"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("pain: back"), metrorrhagia ("metorhagia (bleeding b/w periods)"), anaemia ("anemia"), abdominal pain ("abdominal pain") and incontinence ("incontinence"). The patient was treated with phentermine and vitamin d nos (vitamin d). Essure (ess205) treatment was not changed. At the time of the report, the genital haemorrhage, dysmenorrhoea, back pain, menorrhagia, metrorrhagia, anaemia, vaginal haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, vaginal discharge, fatigue, weight increased, headache, abdominal pain, uterine leiomyoma, incontinence and dyspareunia outcome was unknown. The reporter considered abdominal pain, anaemia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, incontinence, menorrhagia, metrorrhagia, migraine, urinary tract disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: patient had received treatment for dysmenorrhea (cramping) and pain: back. Anticipated or scheduled date for essure removal: between (B)(6) 2019 and (B)(6) 2020. Current weight as of (B)(6) 2019: 220 lbs. Approximate weight at the time of essure placement 160 lbs. Discrepancy noted: date(s) of insertion: (B)(6) 2006. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: satisfactory placement of tubal coils within the fallopian tube.total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2020: fu 12 and 13 processed together. Pfs received- new event dyspareunia was added. On 9-dec-2020: fu 12 and 13 processed together. Medical record received- reporter information and medical history were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general. Abnormal. Bleeding,abnormal bleeding (general)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on an unknown date patient underwent essure confirmation test: dye test. Result: total bilateral occlusion. Concurrent conditions included overweight. Concomitant products included caffeine; paracetamol (excedrin) since 2002, fluticasone propionate; salmeterol xinafoate (advair) since 2002, montelukast since 2002, salbutamol (albuterol) since 2002 and topiramate (topamax) from 2006 to 2014. On (B)(6) 2004, the patient had essure (ess205) inserted. In 2005, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding(menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2006, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In 2007, the patient was found to have weight increased ("weight gain") and experienced headache ("location of pain: head"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("pain: back"), metrorrhagia ("metorhagia (bleeding b/w periods)"), anaemia ("anemia") and abdominal pain ("abdominal pain") and was found to have uterine leiomyoma ("fibroids"). Essure (ess205) treatment was not changed. At the time of the report, the genital haemorrhage, dysmenorrhoea, back pain, menorrhagia, metrorrhagia, anaemia, vaginal haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, vaginal discharge, fatigue, weight increased, headache, abdominal pain and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, anaemia, back pain, bladder disorder, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, metrorrhagia, migraine, urinary tract disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: patient had received treatment for dysmenorrhea (cramping) and pain: back. Anticipated or scheduled date for essure removal: between (B)(6) 2019 and (B)(6) 2020. Current weight as of (B)(6) 2019: (B)(6). Approximate weight at the time of essure placement 160 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Events: abnormal bleeding (vaginal), bladder or urinary problems or changes, migraines / headaches, vaginal discharge, fatigue, weight gain, apareunia (inability to have sexual intercourse), location of pain: head, abdomen, fibroids were added. Concomitant drugs and conditions were added. Reporter's information was added. On (B)(6) 2019: amendment: concomitant drug updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.